Event description:
Suprapubic foley catheter inserted. 4 wks later, attempts to remove catheter unsuccessful as balloon would not deflate. Pt taken to or where cystoscopy was performed to deflate and remove catheter.